Event description:
The customer reported hemoglobin (hgb) daily check failures on a unicel dxh 800 coulter cellular analysis system. The customer troubleshooted the instrument with beckman coulter (bec) customer telephone support via telephone and was unable to resolve the issue. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse observed build up in the hemoglobin (hgb) chamber. The fse replaced the hgb chamber resolving the daily check failures. (B)(4).